Event description:
The distal end (approx 30mm) of the tempo diagnostic catheter got detached from the main catheter while performing the diagnostic procedure. The device separated in the pt and was retrieved with a snare. The target vessel was the common carotid artery. No anomalies were noted while removing the device from the package or during prep. The device was inserted through a hemostatic valve. There was no resistance while advancing the device and no excessive torquing was required.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.